Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. All quality assurance testing is performed during the manufacturing of the product met specification requirements. The device was not returned for evaluation however photographs were submitted and reviewed. A visual inspection of the photographs depicts a faulty bag causing leaking from the bag. The root cause and corrective action plan will be documented through a formal supplier corrective action report which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the tubing is not connected all the way and there is a slight hole causing the bag to leak. There was no patient harm reported.

Manufacturer narrative:
Section d4: lot number information has been updated, based on the new information received from the customer. Section b3: date of event has been corrected; date of event: (B)(6) 2021.